Event description:
Customer reports their adc device is too hot to hold and warm. No further details are available at this time. It is unknown if the customer's device was too hot to hold during testing or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reporter reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly); no issues were observed. No evidence of smoke was observed. Extended investigation has also been performed for the returned reader and no sign of damage or corrosion were observed. The reader self-test and power consumption test were performed and were within specification. The returned reader was placed under a thermal camera and no hot spots were observed. No evidence of smoke was observed on the returned reader. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. Therefore, this issue is not confirmed. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold and warm. No further details are available at this time. It is unknown if the customer's device was too hot to hold during testing or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.